Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was alarming code 4 and 5 and had fault codes 58 and 124 in logs.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected field:, h6(medical device ¿ problem code) it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) "code 4 and 5 alarming". A getinge field service engineer visited and found error codes 4 and 5 condensation failed auto fill. Fault codes 124- prolonged shuttle pressure - system failure, 58- system failure - shut down. Ran condensation removal several time. Performed compressor output test and let run for over an hour and would not accept plug to pass pim test or all manifold. Replaced pim and tested, unit operated as intended. Please refer to so # (B)(4) * for completed pm checklist. Unit returned for clinical service is unknown. Patient involvement was there.

Event description:
N/a